Event description:
Site reported that during navigation, the tip of the lg fell off on the patient. The site was able to retrieve the piece from the patient. There was no report of patient injury, death or other serious adverse events.

Manufacturer narrative:
Evaluation of the locatable guide catheter found that a component was not used in the construction of the device.